Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the stapler 30 would not unclamp on the third fire. The reload was stuck in the stapler. Customer was able to use the instrument release kit to unclamp the stapler with no patient injury. Customer installed a new stapler and were able continue with no further issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the stapler reload color was white and still remained in the jaws as the customer was unable to remove. The surgeon did experience clamping issues prior to firing the stapler reload. The surgeon clamped and then re-clamped for optimal compression. The surgeon could not reach the firing stage and at that point the stapler would not unclamp. The unclamping failure occurred after an aborted clamp attempt. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. The instrument was returned to isi. The patient demographic information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler instrument to perform failure analysis. The stapler instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. Review of instrument error logs showed that the stapler failed due to an ¿unclamping failure,¿ leading to the grips to not open properly. Additionally, the instrument was found to have a broken grip cable at the wrist. Any potential fragments would have been retained by the stapler sheath. The stapler 30 white reload was as an incidental return with the stapler. The reload has not been fired at tall. No pushers of the staples were found at the bed surface of the cartridge. The reload knife was still concealed at the proximal end of the cartridge. No damage was observed with the reload. A review of the logs for the endowrist 30 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show (B)(4), ln t10190531-0030, was installed on the system 2x and fired no reloads. On install 1, a white reload was loaded, however no clamping or firing was performed. On install 2, a white reload was loaded, and the first clamp attempt was incomplete. The clamp stopped at ~75% completion and was successfully unclamped. The user made a second clamp attempt, which stopped at ~87% completion. ~27 seconds after the 2nd clamp was initiated, the user attempted to unclamp the stapler. The unclamping stopped at ~15% completion. The unclamp failure is represented in the msc logs by error code 22030. The instrument was then removed and not used again in the procedure. There were no additional errors in the logs pertaining to this stapler. Logs are attached.